Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010. A drain was placed. Then, prior to being connected, a bulb was squeezed and the air was expelled, but it would not re-inflate when released. Another like product was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.